Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 24-feb-2023. Customer returned (3) used pen ndl 32g 4mm pro pen needle loose. It was reported by the consumer that needled clogged during priming and also non patient end was bent. All 3 pen needles was visually examined using magnification and found npe bent for all the needles. Pen needles were clogged during priming due to non-patient end was bent. Hence the alleged issue could be confirmed based on the samples return for the investigation. Root cause cannot be determined as the return samples were open. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Confirmed: based on the sample received, embecta was able to confirm the customer indicated failure. H3 other text : see h10.

Event description:
It was reported while using bd nano¿ 2nd gen pen needles 32g x 4mm (100 count) the medication could not be delivered. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported finding a few that clogged during flow check.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd nano¿ 2nd gen pen needles 32g x 4mm (100 count) the medication could not be delivered. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported finding a few that clogged during flow check.